Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The returned monitor passed both isl (safety) and eit (performance) testing. The returned device passed all field return tests and inspection. Device event log was reviewed and there was no evidence of arrythmia recorded. The evaluation of returned device indicated that the wcd performed as intended and did not malfunction. Patient death was not related to wcd performance.

Event description:
Patient's caregiver called in to report that the patient passed away in (B)(6) 2025. They further stated that the patient passed away while wearing the wcd system and it never produced therapy. Patient was fit and pending hospital discharge but was never discharged. MDR filed due to reported patient death and confirmation of patient wearing the wcd system at the time of the event. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
This file was originally submitted on 07/02/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.